Event description:
It was reported that the patient received an inappropriate shock due to noise/ short interval counts (sic) consistent with lead fracture on the right ventricular (rv) lead. Rv lead pace/sense impedance trend also showed variability. The lead was capped and replaced. The device had less than one year left at the time of the rv lead revision so the physician elected to replace the device. The physician felt that this longevity represented premature battery depletion. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Product event summary: the device was returned and analyzed. No anomalies were found. Concomitant medical products: 4568-45, implantable pacing lead, (B)(6) 2000; 6947, implantable tachy lead, (B)(6) 2006; 4194, implantable pacing lead, (B)(6) 2006. (B)(4).